Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Although the customer reported issues with spring wire guide (swg)/needle resistance, a swg is not included in this kit. A device history record review was performed on the needle with no relevant findings. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: "patient who is evaluated by an intensivist on duty who requests passage of the peripheral line, the needle is verified with the naked eye in good condition, a puncture is performed, a return of the vein is observed, but when the guide is passed, resistance is felt and it does not allow the guide to pass. The intensivist who requests not to perform the procedure, when reviewing the cap of this it is evidenced broken for this reason, the passage of the guide cannot be carried out." No patient harm was reported. Patient's condition reported as fine. The device was replaced and the procedure was completed.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reported as: "patient who is evaluated by an intensivist on duty who requests passage of the peripheral line, the needle is verified with the naked eye in good condition, a puncture is performed, a return of the vein is observed, but when the guide is passed, resistance is felt and it does not allow the guide to pass. The intensivist who requests not to perform the procedure, when reviewing the cap of this it is evidenced broken for this reason, the passage of the guide cannot be carried out." No patient harm was reported. Patient's condition reported as fine. The device was replaced and the procedure was completed.